Manufacturer narrative:
(B)(4). S/w version 4.11j. Retainer ring = clear. Customer returned pump for alleged cosmetic damage located at the back of the pump found on (B)(6) 2021. The insulin pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: pillowing overlay, stained overlay, cracked overlay, cracked retainer ring, cracked battery tube threads, cracked battery tube and missing serial number label. Customer has returned pump due to cracked back of pump. Cracked battery tube threads and cracked battery tube confirmed during visual inspection. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Information received by medtronic indicated that the insulin pump back side was cracked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.